Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported when in "cool down mode", there was water flowing over the ice tank. When the field svc rep (fsr) clamped off the output loop, there should be no flow. However, there was still flow. This occured after surgery while the unit was being defrosted. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.